Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/21/2018. The field service engineer (fse) evaluated the device. The reported condition was not duplicated. The ventilator passed all testing and operated within the manufacturing specification. No product deficiency found.

Event description:
The customer reported that they cannot change controls on the ventilator during use. It was reported that the event occurred during patient use. There was no report of patient harm. The event date was not specified; estimate used.